Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 22 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. When the pod was removed, it appeared insulin had been leaking. Symptoms reported include feeling uncomfortable, not steady on her feet, headache, not feeling well overall. The patient called 911 and was advised to go to the ER. At the ER, the patient was treated with 11 units of insulin manually twice and had blood work and an electrocardiogram (ECG) done. The patient was still in the ER at the time of reporting, but expected to be discharged that day. The pod has been discarded.